Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds on (B)(6), 2010 and (B)(6), 2011. The lead was explanted and replaced.